Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 595 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated they tried to change their set but it did not work. The customer stated that they were vomiting and broke into hives prior to the hospitalization on (B)(6) 2015 at 7 am. The customer did not know their prior settings on their insulin pump and does not use the carelink program. The customer did not return the product back for analysis.